Manufacturer narrative:
Continuation of d10: concomitant product ID 97745 lot# serial# unknown product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported that their implant battery was not lasting nearly as long as they had hoped and were unsatisfied. Pt also needed an MRI for their low back. During call patient attempted to enter MRI mode but their controller battery was empty. Pt requested to be contacted by a  representative. The issue was not resolved. An email was sent to the representatives. . Patient was now having severe issues with their low back and the surgeon that did the replacement wanted to get another MRI. Agent attempted to call the pt back to verify if the low back pain was related to the implant or not.

Manufacturer narrative:
Continuation of d10: product ID 97745 product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient met with a representative and an adjustment was made and the patient was now satisfied.